Event description:
A pt reported blood glucose results of "50 mg/dl, 127 mg/dl, 136 mg/dl, 142 mg/dl and 130 mg/dl" with a lifescan meter performed within 10 mins of each other. The meter, test strips, and control solution were replaced.